Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported there were no drops of insulin coming out the end of the tubing during fill tubing. The customer changed out the cartridge and infusion set but had the same issue. The customer used cold insulin. There was no impact to the customer's blood glucose level as customer reverted to shots.